Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Four days after event onset, the patient was hospitalized for the peritonitis. The same day, the patient began treatment with injection reflin (1 gm at bed time, route of administration not reported), injection tobramycin (40 mg at bedtime, route of administration not reported) and injection of heparin (0.5ml three times a day) for the event of peritonitis. The patient was discharged the following day after hospital admission and was recovered the same day. At the time of this report antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.